Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen (o2) hoses were deteriorated and past the expiration date. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported.the v60 user manual warns the users against the use of worn oxygen hose. The customer will order a replacement o2 hose. Repair of the device is currently pending.

Manufacturer narrative:
The customer called technical support to report that the oxygen (o2) hoses were deteriorated and past the expiration date. As indicated in the warning section of the v60's instructions for use (IFU), "to reduce the risk of fire, do not use a high-pressure oxygen hose that is worn or contaminated with combustible materials like grease or oil.¿ a service engineer was dispatched onsite to evaluate and repair the device. Upon arrival, the service engineer replaced the o2 hose and performed functional and internal tests with positive results. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.